Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Above rbp. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. During manufacturing, all stent delivery systems (sds) are 100% leak-tested and visually inspected for foil damage and proper placement. The stent remains in the anatomy, and the product was not returned which may have aided in the investigation. In this case, it is possible that the stent was not positioned correctly in the anatomy to properly seal the perforation. It was reported the graftmaster stent was deployed at 21 atmospheres (atm), which is above the rated burst pressure (rbp) of 14 atm. It should be noted that the graftmaster otw instructions for use (IFU) states: do not exceed rated burst pressure as indicated on product label. Use of pressures higher than specified on the product label may possibly result in a ruptured balloon and potential intimal damage and dissection. In this case, it was reported that two graftmasters were implanted in the attempt to seal the perforation; however, they did not completely seal the perforation and two larger diameter stents were implanted to successfully seal the perforation. It is likely that the graftmaster stents were deployed above the rbp as the outer diameters may not have been large enough for the lesion; therefore no in-service will be needed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. In this case, although a conclusive cause cannot be determined for the reported failure to seal and the reported patient effects, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that a large spontaneous perforation occurred from the saphenous vein graft to the right coronary artery, as a result of an aneurysm rupture. Both graftmaster stents [4.0 x 16 mm and 5.0 x 16 mm] were implanted at 21 atmospheres, but the perforation was not completely sealed. Two non-abbott covered stents, which were larger in diameter than the graftmaster stents [6.0 and 7.0] were implanted to seal the perforation. No adverse patient effects were reported. The patient was discharged to home. No additional information was provided.